Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins that was replaced in february because it flipped. No symptoms reported and no further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that with regard to the circumstances that led to the ins flipping, that she had done nothing. She said that she did not lose weight to cause the flipping. The patient indicated that her doctor's laziness to make a new pouch the first time did it. She said that he put it back in the old pouch and that it had flipped. No further complications were reported at this time.